Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an amorphous aneurysm located at left posterior communicating segment of the internal carotid artery (ica) with pipeline embolization devices, the first device was deployed too proximal and the second device did not open. The aneurysm was 12mm in size with a wide neck approximately 5 mm. It was reported that the patient's ica was highly tortuous. The first pipeline 4.50x20 was deployed too proximal due to wrong sizing. The device was retrieved by pulling the delivery core wire until the ped was secured at the tip of the microcatheter and the entire system was removed. After the first device was removed, the second pipeline 4.50x25 mm was implanted. It was noted that visualization of the devices was not clear and the pipeline was pushed instead of unsheathed. It was reported that the proximal end of the pipeline was 95% opened with proximal taper. Angiographic result immediately after the procedure showed incomplete flow diversion due to device not opening. The patient was reported to have dual antiplatelet therapy (aspirin and plavix). The aneurysm was not pre-coiled but a coil was used in the procedure. It was reported that the patient underwent another procedure two days later to retrieve the pipeline using a 2 mm alligator and a micro snare but the retrieval attempt was unsuccessful. Therefore the physician tried to pass a guidewire through the pipeline and place two more pipeline devices successfully.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined.(B)(4).